Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted during testing. The device was received with minor scratched lcd window.

Event description:
It was reported, the customer had a keypad anomaly. The customer stated the keys on their keypad was scrolling and their buttons were sticking when they attempted to bolus. Customer's blood glucose was 105 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.